Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery (rca). The 4.0x23mm xience prime stent was deployed at the lesion and post dilated with a nc balloon. After post dilatation a distal edge dissection was observed. A 4.0x15mm xience prime stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.